Event description:
A customer reported to beckman coulter (bec) that the cap piercer on the unicel dxc 660i synchron access clinical system leaked a few drops of fluid onto the caps of the sample tubes. The leak was contained within the instrument. No flags or error messages alerted the customer of a system issue. The customer was wearing gloves, eye protection, and a lab coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The material data safety sheet (msds) was not reviewed, but the facility has an exposure control plan. There was no impact to patient results or treatment. Beckman coulter field service engineer (fse) cleaned the debris from waste valve on cap piercer and flushed the lines with bleach and water. The fse verified cap piercer performance. The cause of the event was the obstructed cap piercer waste valve.

Manufacturer narrative:
(B)(4).